Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the channel b failure. He opened the unit and checked the water sensor cable on channel b but could not see any issue. After restarting the unit the alarm had cleared. The unit was run at multiple temperatures for an extended period of time without any alarms. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler was alarming "low water" on channel b. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.